Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump "fell onto the floor". During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 276 mg/dl.